Manufacturer narrative:
Rupture is listed in the instructions for use. Event is still under investigation.

Event description:
The product burst whilst in the vessel and was not able to be removed. A surgical intervention was required and this caused further damage to the vessel. The pt did require add'l procedures due to this occurrence: pt required surgical intervention to repair the damaged vessel. The complainant did not report any adverse effects on the pt due to this occurrence.